Event description:
It was reported that foreign was found before use with a bd microtainer® contact-activated lancet. The following information was provided by the initial reporter, "1. Broken 7ea. 2. Dirty body 29ea. 3. Fm 1ea". 37 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes for damaged components and foreign matter on components with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to damaged components and foreign matter on components was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign was found before use with a bd microtainer® contact-activated lancet. The following information was provided by the initial reporter, "broken 7ea. Dirty body 29ea. Fm 1ea" 37 occurrences were reported.